Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: patient has had a previous pelvic fracture as a young adult and received implant on (B)(6) 2003. Patient recently sustained a fall after which patient drove home in car. He presented with protrusion of right hip acetabular cup pushed through medial acetabular wall requiring revision surgery. Cup, screw, head and liner were removed. Revision surgery was done on (B)(6) 2019 with anterior supine approach. Tm revision cup 58mm, all poly cemented 0 degree liner x 58mm were inserted and 12/14 32 x 0 cocr head was impacted onto revitan stem (original stem still was well fixed) surgeon decided to leave in-situ. Review of received data: undated x-ray: right hip ap-view. Situation after implantation of an uncemented prosthesis stem on the right, the cup is twisted and protruded into the acetabulum. At the greater and lesser trochanter near to the proximal part of the stem recognizable large osteolysis zone. The acetabulum seems to be fractured, possible fracture of the os ischium. Undated x-ray: pelvic overview with image detail of the right hip: inclination angle approximately 51°. Undated x-ray: right hip ap-view: bony structure like callus formation in the area of the acetabulum. Disseminated radiopaque structures intraarticular around the neck of the stem and extraarticular. Near to the lateral shoulder of the prosthesis stem in the area of the greater trochanter recognizable large osteolysis zone, medial narrow indicated. Small radiolucent line at the interface between stem and the calcar. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: compatibility check could not be performed as the items are not specifically reported. Surgical technique is not reviewed a no surgical reports were received to confirm whether the st was followed or not. Conclusion: the present undated x-rays confirm the cup protrusion pushed through the acetabular wall due to fracture of the acetabulum. Additionally recognizable larger osteolysis zone around the proximal part of the stem and possible fracture of the os ischium. The mentioned revision situation is documented radiologically without date. The stem is left in-situ, the cup is changed. The former acetabular fracture appears to be fully consolidated with large callus formation. Compared to the time before the revision, the osteolysis zone is still visible. The cause of the osteolysis zone in the area of the proximal prosthesis stem can not be assessed on the basis of the available information. The radiopaque structures could be a chondromatosis, a disease in the sense of a cartilaginous metaplasia whose exact cause is not yet known. Review of the device history records for the products could not be performed since no lots were reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). The most likely reason of the reported bone fracture is the accident that patient experienced. It is unknown whether the observed osteolysis might have contributed to the event at some extent or not. Based on the given information the complaint could be confirmed, however, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# unknown, lot# unknown, revitan primary stem 12/14 uncemented. Item# unknown, lot# unknown, metasul head for metal-on-metal. Item# unknown, lot# unknown, generic universal screws. Item# unknown, lot# unknown, metasul alpha insert neutral. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately sixteen years post implantation due to bone fracture. Attempts to obtain additional information have been made; however, no more is available.